Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that plastic chipped off when changing the reservoir. Blood glucose was unknown. Customer also reported that rewind was louder and no delivery alarm was found. The insulin pump will not be returned for analysis.